Event description:
On (B)(6) 2019, this patient underwent an emergency endovascular repair for a rupture of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Reportedly, the patient presented with abdominal compartment syndrome (acs). It was unable to determine the exact site of the rupture. An occlusion balloon was utilized in the descending thoracic aorta to prevent further bleeding. The endoprosthesis was implanted just distal to the superior mesenteric artery as intended. Final angiography showed no endoleak. Blood flow to the celiac artery, the superior mesenteric artery and the accessory renal artery was also confirmed. The procedure was completed, and the patient tolerated the procedure. The patient was then transferred to emergency department, and open abdominal treatment was performed as planned. However, the patient's condition did not improve. On (B)(6) 2019, angiography was performed, and a proximal type I endoleak was confirmed. On the same day, re-intervention was performed. An aortic extender component was implanted proximal to the endoprosthesis. Chimney technique was utilized, and a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the superior mesenteric artery. The endoleak was resolved, and the re-intervention was completed.

Manufacturer narrative:
Results code 1 code 213. Conclusions code 1 code 22 according to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use, potential adverse events that may occur and / or require intervention include, but are not limited to, endoleak.